Event description:
Pt was not in good health, came home from hosp, used oxygen concentrator for about an hour. Pt went back to the hosp initially after not feeling well. O2 sats were not steady, she fell and died.

Manufacturer narrative:
Presently coordinating an inspection of the device in (B)(6). A f/u report will be sent after the inspection has been completed.